Manufacturer narrative:
(B)(4). It was discovered that this MDR is a duplicate of MDR#3003898360-2023-00848, submitted on 02-jun-2023. Please void in your system. Other remarks: n/a. Corrected data: it was discovered that this MDR is a duplicate of MDR#3003898360-2023-00848, submitted on 02-jun-2023. Please void in your system.

Event description:
It was reported that while in use on a patient, "staple jamming. No patient harm". The patient status is reported as "fine".

Event description:
It was reported that while in use on a patient, "staple jamming. No patient harm". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.